Event description:
The patient was not using the device on the right side since a year. He came for an upgrade to a new processor as his processor was stolen few days ago. The in situ measurements were performed which showed 10 electrode channels with hi impedance. No trauma has been reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.